Manufacturer narrative:
(B)(4). The user facility did not retain the cartridge for investigation. The user guide includes allergic reaction as a potential risk associated with dialysis treatments and also includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received from a critical care nurse that a male patient in intensive care experienced urticaria and hypotension within 5 minutes of starting dialysis on (B)(6) 2015. Dialysis was ceased and the patient was given antihistamine and vasopressor medication. The patient's symptoms resolved and dialysis was resumed the following day without event, using equipment from an alternate manufacturer.